Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiorgan failure (mof). No device related issue led to the mof which was related to the outcome. The organs didn't recover but mof was progressive and could not be treated anymore. The device was running as expected. The outcome was not device or therapy related. An autopsy would not be performed, and the pump would not be explanted or returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that no autopsy was performed, and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart, respiratory, renal, and hepatic failure), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.